Event description:
Attorney alleges plaintiff developed multiple physical symptoms including burning sensation, lumps, anxiety, stress, pain and suffering. Attorney defines multiple physical symptoms as: breast pain, breast hardness, breast lumps, loss of sensation in breast, loss of nipple sensation, burning sensation in breast, nipple discharge, inability to breastfeed and arm/neck pain.